Event description:
A physician experienced stent dislodgement, strut-uplift and failure to cross as he conducted a percutaneous coronary intervention on a male pt. The target lesion was in the distal right coronary artery and the vessel was slightly calcified and highly tortuous with 90% stenosis. As the 3.0 x 13 mm cypher was being delivered after pre-dilatation with a 2.5 x 15 mm lacross balloon, it could not cross a highly flexed lesion at the mid coronary. The physician tried to pull the cypher back into the guiding catheter, but the proximal edge of the stent became caught with the tip of the guiding catheter. As the physician continued to further withdraw the cypher, the stent dislodged. Only the stent delivery system was withdrawn into the guiding catheter. The first attempt to retrieve the stent with a snaring device failed because the snare wire broke. The physician decided to withdraw the stent delivery system and the guiding catheter out the 7f terumo sheath. The dislodged stent, which was at the distal end of the sheath, was successfully retrieved with another snaring device of an unknown size. The physician completed the procedure by implanting a 3.0 x 15 mm vision bare metal stent (bms). There was no report of injury to the pt.

Manufacturer narrative:
This device is not distributed in the united states, however, it is similar to a product that is distributed in the united states. The device is available for evaluation, but has not been rec'd. Add'l info will be submitted within thirty days upon receipt.